Event description:
Technician alleged that the bed has a loss of ground. No pt impact.

Manufacturer narrative:
The technician replaced the power cord plug and tightened all ground wires to resolve the issue.